Event description:
Event description guidant received information that this defibrillation lead measured acceptable impedance measurements through the pacing system analyzer (psa) during implant. When attached to the nonguidant device, however, impedances rose. Connections to the device were verified. The physician elected to continue with implant, as sensing and induction testing was good. The following day, impedances had risen still, well out-of-range. The physician does not feel that the high impedance is related to the lead, as measurement through the psa were acceptable. No changes to the system have been made. A guidant technical services consultant suspects that the high voltage lead terminals may have been switched in the device header. An invasive examination of the system was recommended and real-time electrograms (egms) were requested for evaluation.